Event description:
A report was received stating that a patient was not able to couple the charger with the implant. Further investigation revealed that the patient's ipg was not sutured properly resulting in the patients inability to charge. A pocket revision has been recommended.